Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, brown particles and underweight. A visual and microscopic analysis was performed which identified non-penetrating nicks, creases fold, missing shell and sharp broken on posterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: missing shell due to inconclusive, sharp broken on posterior due to a surgical impact opening.

Event description:
Health professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device has been explanted.